Event description:
On 02/07/01, tripath imaging, inc. Ws serviced with a legal complaint alleging medical malpractice by plaintiff's physician, a clinical laboratory, and additional but unnamed defendents. The tripath was named as one of those defendants through service of the complaint and amendment to the complaint. Information received in the form of this legal complaint alleges that the clinical laboratory reported a "false negative" analysis of a pap smear in 1998. The complaint further alleges that the plaintiff "has suffered serious injuries" including "delayed diagnosis of high grade metaplastic dysplasia" and metastatic, invasive squamous carcinoma." The legal complaint does not identify a particular tripath device or contain any specific allegations relating to a tripath device; rather, the complaint contains only a general allegation that tripath is among the persons responsible for plaintiff's injuries. Based on the limited information provided, if any tripath device was involved in this incident, it is believed to have been an autopap 300 qc system, which was the quality control system device marketed at the time of the alleged incident.